Event description:
It was reported that the atrial lead had not been working (original date was obtainable). The chest x-ray revealed that the lead was dislodged and was found to be hanging straight down in the ventricle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5071-35, crdm non-defib lead, implanted: (B)(6) 2006; 310f31, tissue valve, implanted: (B)(6) 2006; 5071-35, crdm non-defib lead, implanted: (B)(6) 2006; 5866-38m, crdm adaptor, implanted: (B)(6) 2007. (B)(4).